Event description:
Patient was a (B)(6) female presented with a clot located in m1. While the physician was pulling on the merci retriever v 2.5 firm, the retriever got stuck at the ica-t. Physician successfully removed the retriever from the patient using a gooseneck-snare. Physician believes that the reason why the retriever got stuck might not have been due to device, but due to patient anatomy. Physician also stated that patient outcome was not influenced by the product performance. The retriever was returned for investigation. No anomalies were found. While the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.